Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had a loss of therapeutic effect and stimulation in the right foot. No falls or trauma occurred prior to the issue. Impedance checks showed greater than 10,000 ohms on all electrodes. The patient was also experiencing a shocking or jolting sensation in their feet when moving from their back to their side while sleeping. The patient had to increase stimulation at night to compensate for their increased pain at night. The shocking may have been due to the difference in stimulation between the lying and back positions, 1.5 v and 8 v. The patient had been reprogrammed multiple times. The patient was considering explant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported she was not real happy that her implantable neurostimulator (ins) had been declared broken. It had been off/dead over a year now and she wanted it removed. The patient was having a difficult time getting anyone at the hcp office to help her. The patient stated the hcp office was blaming the device manufacturer for causing the delay. The patient states she had lost 30 pounds and the ins was sticking out of her butt, it was hurting, and bruised. Medical history includes non-malignant pain. If additional information is received, a supplemental report will be submitted.